Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2010, due to patient allegations of pain, loss of range of motion, fluid buildup, bone/tissue damage and metallosis. Review of invoice history confirmed the modular head and liner were removed and replaced. Patient's legal counsel further reported patient underwent a second revision on (B)(6) 2011 due to infection. Review of invoice history confirmed all components were removed and replaced with cement spacers. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that states this type of event can occur. Under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿

Event description:
Legal counsel for patient reported patient underwent a total right hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2010 due to patient allegations of pain, loss of range of motion, fluid buildup, bone/tissue damage and metallosis. Review of invoice history confirmed the modular head and liner were removed and replaced. Patient's legal counsel further reported patient underwent a second revision on (B)(6) 2011 due to infection. Review of invoice history confirmed all components were removed and replaced with cement spacers. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from operative report dated (B)(6) 2010 notes an irrigation and debridement was performed due to a septic hip, pain, swelling, fever, purulent abscess and necrotic tissue. The modular head and taper liner were removed and replaced. An operative report dated (B)(6) 2011 notes an irrigation and debridement was performed due to a septic hip and gross purulence within the joint and retroacetabular area. The sinus tract was completely excised and all components were removed and replaced with cement spacer molds. The final operative report notes patient was reimplanted with total hip components on (B)(6) 2012.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." Review of sterilization certification confirms device was sterilized in accordance with (B)(4). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 5 of 8 mdrs filed for the same event (reference 1825034-2013-05339 / 05346).